Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath was selected for use for an atrial fibrillation farapulse procedure. The sheath was reportedly prepared and inserted per the instructions for use (IFU) standards using versacross connect for transseptal access. After remapping with non-boston scientific (bsc) mapping catheter and exchanging for the farawave catheter, air was noted during aspiration while inserting the farawave catheter into the faradrive sheath. Multiple aspiration attempts failed to resolve the air. Troubleshooting confirmed no bubbles when testing aspiration and flushing with the farawave catheter out of the faradrive sheath, suggesting a potential sheath valve issue. The sheath was was reportedly leaking. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned since it was disposed. It was further reported that air seen during aspiration when the farawave was inserted for the ablation portion. This was after the pre-mapping with the non-sc mapping catheter. The bubbles were noted in both the flush line and the syringe. No air was seen in the patient. No damage noted to the luer. No fluid leaking noted. Air was seen during farawave insertion. The air was removed from the sheath on aspiration, but more air was seen to keep showing up in the sheath, flush line, and syringe.

Event description:
It was reported that a faradrive steerable sheath was selected for use for an atrial fibrillation farapulse procedure. The sheath was reportedly prepared and inserted per the instructions for use (IFU) standards using versacross connect for transseptal access. After remapping with non-boston scientific (bsc) mapping catheter and exchanging for the farawave catheter, air was noted during aspiration while inserting the farawave catheter into the faradrive sheath. Multiple aspiration attempts failed to resolve the air. Troubleshooting confirmed no bubbles when testing aspiration and flushing with the farawave catheter out of the faradrive sheath, suggesting a potential sheath valve issue. The sheath was reportedly leaking. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned since it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.